Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number:1627487-2020-48977. It was reported that during a trial procedure, physician implanted the leads and had to explant it due to patient¿s anatomy and the leads were not falling rightly in place.